Manufacturer narrative:
The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No unexpected low battery alerts or power-related alarms noted during testing. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Battery cycle 7 received the lowbatteryalert (104) on 02/12/2026 07:59:00 faster than expected at 0.02 days. Battery cycle 5 received the lowbatteryalert (104) on 02/07/2026 10:44:00 after more than 7 days at 14.8 days. Battery cycle 3 received the lowbatteryalert (104) on 01/23/2026 10:25:00 after more than 7 days at 15.3 days. The pump was cut open to perform a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), vibrate harness assembly, motor, force sensor, and inside the battery tube. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, stained serial number label, cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. Battery charge lasting less than expected is confirmed due to moisture damage on the harware. Cosmetic damage (crack) on the battery compartment (corner of the belt clip rails) and battery tube threads is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the crack case battery tube side, battery tube threads and low battery alarm. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and the pump functionality was not affected. The customer was advised for the replacement of the pump. No harm requiring medical intervention was reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned.